Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a horse underwent an equine castration procedure on (B)(6) 2016 and suture was used for subcuticular layer. The suture broke in multiple places post-operatively at the same day as the procedure, during recovery, and the spermatic cord with skin superficial layers were re-closed. It was also reported that knots were intact and the suture was placed as a continuous stitch.